Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the onetouch vita meter was giving inaccurate readings. On (B)(4) 2011, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2011 at 1:00 pm, the patient obtained the pre-lunch blood glucose reading of 256 mg/dl which he claimed was inaccurately high compared to his expected values. Based on the elevated reading, the patient took an increased dose of apidra insulin, six units instead of four units; even though the patient reported he adjusts his insulin doses based on food content not meter readings. The patient ate his lunch. At 3:00 pm, the patient experienced the symptoms of nausea, dizziness and "inability to concentrate", which are his symptoms of low blood glucose levels. While symptomatic, the patient tested his blood glucose level to be 47 mg/dl. The patient administered self-treatment by consuming cake and glucose tablets, and felt better afterwards. He did not seek any medical attention. Earlier on the day of this event, at 9:00 am, the patient obtained the blood glucose reading of 109 mg/dl. The patient manages his diabetes with five units apidra insulin taken five times per day, dose adjusted based on food intake. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received treatment with food and glucose to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k082513.

Manufacturer narrative:
Follow-up # 1 (11/17/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(6), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the meter was found to have a low/ dead battery. The test strip vial lot number the patient had reported (3152429) is not a valid lot number; therefore pa was unable to perform any evaluation on test strip lot. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.